Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient was certain that their pump had run out of medicine several days or a week prior to this report. The patient later clarified that they were certain the pump was empty. The patient was not experiencing any pain but they were still getting "warning signals". The patient clarified that they were hearing an alarm from their pump, described as the "french police alarm", clarified as the dual tone alarm. The patient stated that the pump had been alarming "probably every 5-6 hours" and mentioned hearing the alarm on the morning of this report. When patient services inquired about the event date of the alarm, the patient stated 3 days prior to this report. The patient did not have a current managing physician. The patient did not have any pump printouts or external equipment. The patient did not want the pump refilled and wanted the pump removed. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information received on 2025-08-22 indicated that the patient's pump had run out of medication, they had been in the hospital, had been going through opioid withdrawals for the past 3-4 days and wanted to find a doctor to remove the pump. The patient asked how to have the pump alarm turned off. Patient services reviewed the manufacturer's role, manufacturer representative (rep) role and the managing physician role. The patient requested physician listings because they wanted to have the pump removed. The patient was sent physician listings.